Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of protein c deficiency and recurrent deep vein thrombosis on anticoagulation therapy was scheduled for inferior vena cava (ivc) filter placement with possible thrombolysis. The left common femoral vein was accessed and an inferior venacavogram was performed which demonstrated patency of the ivc without evidence of intraluminal clot and single renal veins. The catheter was repositioned into the right common femoral vein and a pelvic venogram was performed which demonstrated patency of the right superficial femoral vein, common femoral vein, right external iliac vein and common iliac vein. There was mild to moderate narrowing of the distal right external iliac vein without evidence of clot. Therefore, thrombolysis was not performed. Catheter and guidewire exchanges were performed and an inferior vena cava filter was deployed. Approximately one year nine months post filter deployment, CT scan demonstrated an ivc filter present with struts external to the vessel lumen. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year nine months post filter deployment, CT scan demonstrated an ivc filter present with struts external to the vessel lumen. Therefore, the investigation can be confirmed for perforation of the ivc wall. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, the filter was allegedly unable to be retrieved; however, there were no reported filter retrieval attempts performed. Based on a review of medical records received, approximately one year nine months post filter deployment, CT scan demonstrated an ivc filter present with struts external to the vessel lumen. There was no reported patient injury.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of protein c deficiency and recurrent deep vein thrombosis on anticoagulation therapy was scheduled for inferior vena cava (ivc) filter placement with possible thrombolysis. The left common femoral vein was accessed and an inferior venacavogram was performed which demonstrated patency of the ivc without evidence of intraluminal clot and single renal veins. The catheter was repositioned into the right common femoral vein and a pelvic venogram was performed which demonstrated patency of the right superficial femoral vein, common femoral vein, right external iliac vein and common iliac vein. There was mild to moderate narrowing of the distal right external iliac vein without evidence of clot. Therefore, thrombolysis was not performed. Catheter and guidewire exchanges were performed and an inferior vena cava filter was deployed. Approximately one year nine months post filter deployment, CT scan demonstrated an ivc filter present with struts external to the vessel lumen. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post vena cava filter deployment, the filter was allegedly unable to be retrieved; however, there were no reported filter retrieval attempts performed. Based on a review of medical records received, approximately one year nine months post filter deployment, CT scan demonstrated an ivc filter present with struts external to the vessel lumen. There was no reported patient injury.